Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 264, 315 and 196 mg/dl. Husband also stated the result was higher when compared to hospital meter; customer was there for a post op visit, not due to diabetes. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen for two days). The test strip lot manufacturer¿s expiration date is 12/28/2023 and open vial date was not disclosed. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: (B)(6) date : on (B)(6) 2022 time :2:50pm fasting, result 2: (B)(6) date: on (B)(6) 2022 time: 11:15pm fasting, result 3: (B)(6) date :on (B)(6) 2022 time: 11:50pm fasting, result 4: (B)(6) date: on (B)(6) 2022 time: 10:11pm unsure if fasting or non-fasting, result 5: (B)(6) date: on (B)(6) 2022 time: 10:09pm unsure if fasting or non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 30-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Meter was returned. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.